Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and received no delivery alarm after multiple set changes. Customer states they changed the infusion sets three times last night and this morning, incident date was (B)(6) 2017 at 06:00 pm and his blood glucose at incident was 652 mg/dl. He treated with manual injections. Troubleshooting was performed for no delivery and noticed the insulin exited as well as customer states the cannula was not bent. No medical attention was required. Customer states they changed the battery. Insulin flow blocked during normal basal rates. His blood glucose this morning was still high 500 mg/dl. Customer declined to troubleshoot for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.